Event description:
A malfunction was reported by the caller, identified as malfunction 199 in the tandem system, indicating an issue with the pump. There was no adverse impact to the customer's blood glucose level. The customer was provided with information to reset the pump, assisted in the process by technical support, and instructed to continue using the pump while monitoring for any recurrence of the malfunction code. The customer was advised to call back if the issue reappears, which was acknowledged and understood.